Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to pain at their pacemaker pocket site. The physician explanted the device and implanted a new pacemaker on the opposite side of the patient's chest. The patient was stable throughout.

Manufacturer narrative:
The device was returned for analysis. Interrogation results were normal with no anomalies found.